Manufacturer narrative:
The screw that attaches the clamp-articulation assembly to the tube is sheared, due to the rotation of the tube. The twisting force was created by rotating the device while the articulating clamp assembly was closed on tissue. Pmi has updated the work instructions to add an additional laser weld step to the junction of the tube and the articulation joint.

Event description:
An i60 device was articulated over sigmoid tissue through a trocar. When the surgeon attempted to check to see if the tissue was completely in the device, the entire jaw assembly including the drive sticks and gear cables broke off. Both parts had to be removed separately.